Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution?: yes. D.9. Returned to manufacturer on: 31-oct-2022 h.6. Investigation summary: a device history record review was completed for provided material number 306573 and lot number 1139546. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) syringe was returned for evaluation by our quality engineer team. The sample arrived without the unit packaging and the tip cap was unscrewed. It seemed that the syringe had not been used. The plunger rod was observed broken. Although an exact cause could not be determined for the observed damage, it is possible that it resulted during the plunger assembly process. In this step, the plunger is assembled into the stopper by pressure. If the machine is not well adjusted, the plunger rod may become damaged. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported tha during use with bd posiflush¿ pre-filled saline syringe the plunger was deformed and hard to push or pull. The following information was provided by the initial reporter, translated from mandarin chinese to english: the plunger is deformation, and hard to push and pull.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported tha during use with bd posiflush¿ pre-filled saline syringe the plunger was deformed and hard to push or pull. The following information was provided by the initial reporter, translated from mandarin chinese to english: the plunger is deformation, and hard to push and pull.